Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, after installing the batteries, there was a loud popping noise and the device smoked. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer?s report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and full functional stress testing using test batteries without duplicating the report. The device's battery board was replaced as a precaution. The device was recertified and returned to the customer. It is noteworthy to mention the battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.